Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. Reportedly, the customer was able to successfully fill the cartridge and complete the load sequence. Customer's blood glucose level was 91mg/dl.